Event description:
It was reported that the pump screen was unresponsive screen. There was no reported impact to the customer¿s blood glucose level. As the customer's pump warranty had expired, and they were in the process of obtaining a new device, no further actions or follow-up troubleshooting were conducted by technical support.